Event description:
It was reported to philips that the device's display was not showing the parameters. The device was reported as being available for clinical use at the time of the event. However, the initial reporter confirmed that there was no adverse patient impact.